Manufacturer narrative:
Correction: h6 - updated codes. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Manufacturer reference number: 2017865-2021-32260. It was reported that the patient presented to the hospital with soreness, redness, and high white blood cell (wbc) count. The patient had developed septic shock and systemic infection. The device and right ventricular (rv) lead were explanted. The patient was stable.